Event description:
The pt was a female with a history of severe pulmonary disease, hyperlipidemia, copd, smoking and hypertension. The target lesion was the right ostium of the internal carotid. The lesion had mild calcification and tortuosity. Pre-procedure stenosis was 85%. The lesion was pre-dilated (size balloon unk). A precise rx 8 x 30 mm stent was deployed in the lesion with good wall apposition. Post-procedure stenosis was 0%. No thrombus was noted pre or post procedure. Immediately following the procedure, still in the procedure room, the pt has sudden chest pain, bradycardia, and drop in blood pressure. The pt was treated with atropine and fluid resusitation. The cardiopulmonary team was called in. The pt was intubated. Catheterization showed no coronary artery disease. The pt was diagnosed with pulmonary hypotension and sent to the micu. The physician cannot unrelate the events from the precise stent. The pt passed away 6 days later in the micu from pulmonary hypertension.

Manufacturer narrative:
A device history record review was performed showing that this lot of prods met all requirements per the applicable mfg qual plan. The pt's medical history puts them in a high-risk category for an invasive procedure. Based on the info contained in the file, there is no evidence to suggest a relationship between the implanted prod and the reported event of pulmonary hypertension.